Manufacturer narrative:
Conclusions- other - the root cause of the lockups were related to two random hardware problems / failures. First, there was a bent connector pin on the backplane board, this resulted in a bad connection to the fdc board. Second, the power supply was not operating properly. There have been no similar reported cases.